Manufacturer narrative:
(B)(4).

Event description:
It was reported in regards to actual reservoir volume and expected reservoir volume that ¿usually when we do the refills, we always get the amount or sometimes or a lot of times, even refilled it more.¿ no further details were provided. Additional information has been requested, but was not available as of the date of this report.